Event description:
An operating room manager reported that during a procedure, a surgeon had no irrigation when using the footswitch on a cataract system. The footswitch was replaced but the problem persisted. The surgeon was able to compare the procedure by using the controls on the system with no delays. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).